Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 150 mg/dl. The customer did not observe any significant events leading to the alarm. The customer reported that the label on the back of the insulin pump also came off due to exposure to sweat. She also stated that there was a clear circle on the screen and determined that the battery was low. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the display window corners, reservoir tube, battery tube threads and minor scratched display window. The insulin pump was missing the end cap sticker and with peeling and stained back addresses serial number label.